Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported event. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
It was reported that a ventilator shutdown during patient use. The patient was removed and transferred to another ventilator. There is no report of serious injury or death associated with this event.